Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported patient burn could not be conclusively determined. Per the IFU, the user should avoid inserting the rf cannula to the point where the hub comes in contact with the skin during the procedure.

Event description:
Related to mw5042453. During a right lumbar ablation procedure, a patient burn occurred. A neurotherm grounding pad was placed on the left posterior thigh and the procedure was completed using neurotherm rf needles. Ablation was performed at two separate sites with lesion time of 2 minutes 30 seconds at each site. On follow up, two burns were noted at the needle insertion sites, one dime-sized and one 4mm in diameter. The burn was excised and packed with aquacel until healed.